Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation ps1 power supply was evaluated and the replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system experienced an immediate loss of system functionality and an un-commanded shut down. There is a no report of a patient injury or death associated with this event.